Manufacturer narrative:
(B)(4). CAPA: none. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14176. A batch record review of lot 14176 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The reported events are addressed in the label. The case has been assessed as serious due to the permanent damage to a body structure. Additional comments: the device was not made available for evaluation.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-nov-2016 by a physician which refers to a female aged (B)(6). The patient's medical history included nose threadlift approximately 6 months ago. The patient had previously received treatment with 1.5 ml restylane perlane lidocaine to the nose on (B)(6) 2016, and unspecified filler to the nose in (B)(6) 2016. On (B)(6) 2016, the patient received treatment with 1 ml (touch-up) restylane perlane lidocaine (lot 14176) to dorsal nose with cannula 25g needle and deep injection technique. Directly after injection, on (B)(6) 2016, the patient experienced severe vision loss/right eye blindness(blindness unilateral) at the right eye. The fundoscopy showed severe emboli at central retina arterial(retinal artery occlusion) at right eye. The patient was immediately treated with 300iu hyaluronidase [hyaluronidase] with retrobulbar injection by ophthalmologist. Slow improvement. 3 hours later, patient was treated with 400iu hyaluronidase. It was repeated on (B)(6) 2016 with 750iu. Patient also received treatment with sildenafil [sildenafil] for 4 days [(B)(6) 2016:] aspirin [acetylsalicylic acid] for 10 days [(B)(6) 2016:], metapred [prednisolone acetate] [sulfacetamide sodium] 3x4mg [(B)(6) 2016:] and hyperbaric treatment. At the time of the report the events were not recovered/not resolved.